Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient reported that the product issue began at 12:15pm on (B)(6). The patient reported obtaining a blood glucose reading of 23.3mmol/l on the subject meter. In response to this reading the patient administered 2 units of novo rapid insulin. The patient stated that their blood glucose did not go down after this dose and 45 minutes later they injected a further 6 units of insulin. After this second dose of insulin the patient developed symptoms of "light headed and sweating." The patient reported self-treating these symptoms by drinking "(B)(6)." The patient denied testing on any other device at this time. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.